Event description:
(B)(4) received information that this system was being explanted secondary to pocket erosion.

Manufacturer narrative:
A new system was implanted on this patient's right side. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.